Manufacturer narrative:
Additional narrative: patient information is unknown. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A manufacturing evaluation was completed: the pfna blade perf l115 sst was received decontaminated in a plastic bag. The blade was mounted partially, and had traces of utilization/ damages caused by beats in the area of the thread of the end cap of the blade. A device history review check was performed and no discrepancies could be detected. An evaluation of all key parameters was carried out with the result, that no deviations were found referring to the parameters, which were possible to be measured because there were no damages in the inspected areas. However, the function test (to mount the blade) failed, since the area of the thread of the blades end cap was damaged. The described function test, which contains, that all parts are mounted and the screw gets closed failed, because of the damages of the end cap. When the product is delivered, all components of the blade are mounted usually before packaging. Therefore the incident, which caused the damages must have occurred after the items were delivered. As mentioned in the complaint description it is possible, that the wrong screw driver was used forwards and caused the damages. Based on these investigations the complaint is confirmed, since the content of the complaint (after inserting the blade and trying to close it, it did not close) was replicable. But the complaint is rated as not valid from manufacturing point of view, because there could no deviations be found in the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the scrub nurse opened the proximal femoral nail antirotation (pfna) blade with a wrong screw driver. After using the correct screw driver; the impactor for pfna blade, the blade was opened. The surgeon inserted the blade and tried to close it but it did not close. He had to remove the blade and take a new one. The surgery was prolonged about forty-five minutes. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported it was not a revision procedure. Though the patient was under anesthesia longer, the patient¿s condition was reported as okay.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.